Event description:
A customer was performing a mononuclear cell procedure. She stated that she left the saline open and blood appeared in the return access line, up to the drip chamber. The customer was unable to perform rinseback within the equipment due to blood being clotted in the line and in the microfilter for saline. This report is being filed due to the potential for hypovolemia. No pt info is available at this time.

Manufacturer narrative:
(B)(4). Investigation, eval and corrective actions are in process. A f/u report will be provided.